Event description:
Inability to breathe [difficulty breathing]; allergic reaction, dry throat, condition aggravated (dry throat worse); coughing, feels like something in throat [lump feeling in throat], inability to talk [aphasia]; throat feels strange [pharynx strange sensation of], product use in unapproved indication (used for dry throat). This case was reported by a consumer and described the occurrence of difficulty breathing in an (B)(6) female patient who received glycerin (biotene mouth spray; savannah) oromucosal spray; batch number u5g031, expiration date 05/31/2017 for dry throat. In (B)(6) 2015, the patient started biotene mouth spray (savannah), at an unknown dose and frequency, in (B)(6) 2015, an unknown time after starting biotene moth spray (savannah), the patient experienced condition aggravated. On (B)(6) 2015, the patient experienced difficulty breathing (serious criteria other: as per reporter) and aphasia. On an unknown date, the patient experienced allergic reaction, dry throat, cough , lump feeling in throat, pharynx strange sensation of a product use in unapproved indication. The patient was treated w/oxygen. Biotene moth spray(savannah) was discontinued (dechallenge was positive). On an unknown date, the outcome of the difficulty breathing, allergic reaction, dry throat, condition aggravated and aphasia were recovered and resolved and the outcome of the cough, lump feeling in throat and pharynx strange sensation of were not recovered and not resolved and the outcome of the product use in unapproved indication was unknown. The reporter considered the difficulty breathing, dry throat, condition aggravated and aphasia to be related to biotene moth spray (savannah). The reporter considered the allergic reaction to be possibly related to biotene mouth spray (savannah). It was unknown if the reporter considered the cough, lump feeling in throat and pharynx strange sensation of to be related to biotene mouth spray (savannah). The adverse event information was received on (B)(6) 2015. The consumer reported drug maladministration of using the product about a month prior to report for her dry throat; (B)(6) 2015, it made here throat worse. The consumer reported that as soon as she sprayed the product ion her mouth, she was not able to breathe or speak. She reported that she had to use her oxygen to help her breathe. This event occurred around 2 pm on (B)(6) 2015 and had resolved. The consumer reported that it must be an allergic reaction. She reported that she had a strange feeling in her throat and it felt like there was something stuck in her throat. The consumer reported that she had been coughing. The consumer stated that if this does not resolve by tomorrow, she would contact her health care professional. She was not seen by a health care professional at that time. The consumer reported that she took too many medications to give all of the names. The consumer did state that she was taking medications for cholesterol, high blood pressure and advair and spiriva for copd. The consumer also reported a history of lung cancer w/radiation. This case was being upgraded to a serious adverse event due to the adverse event of unable to breathe. The concomitant medication included high blood pressure medication and cholesterol medication.